Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had woken up to a blood glucose (bg) level of 130 mg/dl. Supplies were then changed and several hours later the customer experienced a bg level of above 600 mg/dl. The customer delivered a manual injection to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed, which indicated that the pump was functioning as intended. In addition, it was reported that a cartridge alarm 19 had occurred during the load process that morning. The customers bg level at the time of the cartridge alarm was 130 mg/dl. The customer had been able to load a new cartridge successfully.